Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector was broken. Analysis also found the display wire insulation was pinched, wire insulation not compromised. Encoder nuts were not torqued to specification and case screws were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the plastic sleeve in the atrial plug port is broken. The device was returned for repair. There was no patient involvement indicated.